Event description:
The customer reported that their clinimacs plus instrument automatically turned into the washing process when only half of the leucapheresis product was loaded. The cellular material could be rescued. No risk for the patient.